Event description:
Customer reported in 2006; during treatment the machine exhibited fluid removal issues. Customer stated that when pt fluid removal rate was set to 530 ml/hr, the status screen read 420 ml/hr. This is recognized by the MFR as a case of flow rate discrepancy.